Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient experienced blood glucose levels over 300 mg/dl for a day. The patients mother reports insulin was suspended for 6 hours in order to administer it every 3 hours. The patient was brought to the emergency room and was diagnosed with high blood glucose levels and heart palpitations. The hospital performed lab work and an electrocardiogram (EKG). The patient was treated with 2 packages of intravenous saline. The pod was worn between 4 and 24 hours on the abdomen.